Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed pressure marks under the electrodes from the lifevest. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported that her sister is a nurse and she removed the lifevest upon visiting her sister, in order to help the skin irritation, improve. It's unclear if her sister, who is a nurse provided the patient with any type of medical intervention, reporting out of the abundance of caution. Follow up indicated that the pressure marks improved.